Manufacturer narrative:
Device performed as intended. No malfunction or defect of device noted. (B)(4). Manufacturer: medigus ltd. (B)(4). MDR exemption e2013040.

Event description:
Esophageal tear observed during insertion of device. Esophageal stent placed. After esophageal leak ruled out, patient observed in ICU for 24 hours and patient discharged next day.